Event description:
It was reported that the pump reset unexpectedly and that the customer received a power source alert. Customer reverted to an alternate source of insulin therapy. Customer¿s blood glucose level was 200 - 275 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of unexpected reset was verified; however the battery not charging issue could not be verified.